Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 420 mg/dl. The event leading to his admission was vomiting, nausea, and excessive thirst. The customer's recent glucose reading was 296 mg/dl, and he was treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found low reservoir and low battery alarms. Ran a fixed prime test and the insulin exited. Advised the customer to call back to perform the high pressure test when the tubing clamp arrives. The next day, the nurse called back and stated that the insulin pump was not functioning, and the customer has been treated with insulin drip. It was stated that the customer would like the insulin pump replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.